Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post implant on (B)(6) 2025 the patient began experiencing abdominal pain. As a result, the patient was hospitalized to address the issue.

Event description:
Additional information indicates patients abdominal pain is improving.

Manufacturer narrative:
Correction- b2 - outcomes attributed to adverse- hospitalization - initial or prolonged checked. Correction- h6- health effect - impact code. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.